Manufacturer narrative:
Section b5: the patient had a previous external driveline replacement on (B)(6) 2018 (addressed in MFR # (B)(4). Manufacturer's investigation conclusion: the report of a potentially compromised driveline can be confirmed. The pump was returned with the driveline cut approximately 11¿ from the pump housing and the severed portion was not returned. Examination of the blood-contacting surfaces found no adhered depositions or thrombus formations. Examination of the driveline revealed no visible damage to the silicone jacket or bionate layer. Some breakdown of the braided shield was observed adjacent to the nipple of the pump housing. The yellow wire did not pass electrical continuity testing. Visual inspection of the driveline revealed that the yellow and green wires were completely open adjacent to the nipple of the pump housing. Additional breaches in the insulation of the orange, red, brown, and black wires were observed adjacent to the nipple of the pump housing. An additional breach in the insulation of the green wire was observed approximately 1.5¿ from the pump housing. An additional breach in the insulation of the orange wire was observed approximately 5¿ from the pump housing. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any additional insulation breaches that could have contributed to an electrical short. The breaches in the insulation of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the driveline. If the exposed conductors contacted the braided shield while the system was operating on a tethered power source, the resulting short could have contributed to the reported pump stoppage events. If the exposed conductors of wires from two different phases simultaneously contacted each other or the braided shield while the system was operating on an ungrounded power source, the resulting short could have contributed to the reported pump stoppage events. The hmii lvas IFU and patient handbook explain that all hm ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding percutaneous lead care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has a known short to shield drive line fracture and has been on ungrounded cable at home. It appears the fracture may have worsened to a true break. The data showed (14 counts) pump stops (47 counts) low speed advisories including intermittent drive line fault alarms. Speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues appear to be occurring on both power module and on batteries. On (B)(6) 2020 the patient underwent a pump exchange for a true drive line short. No further information was provided.